Event description:
A customer reported a discrepancy between test results on the analyzer screen and printed test results. Erroneous results might lead to inappropriate physician action. There was no report of pt harm as a result of this event.